Event description:
Pain became excruciating just like before the injections; experienced only minor relief of pain in her knees. Information was received in 04/200006 frm a female patient , initials e-f with a medical history of arthritis who experienced excruciating pain just like before the injections and only minor relief of pain in her knees. She began a treatment with synvisc in september 2005. The patient received three injections of synvisc into both knees in september 2005 and early october 2005. Prior to the injections she was in excricating pain that woke her up at night and it was hard to walk when she got up. She did receive some relief for approximately two months when in the beginning of december 2005, the patient experienced excruciating pain just like before the injections and only minor relief of pain in her knees. She stated that she has a low tolerance for pain and she self medicated with pain killers, which stopped the pain. In approximately march 2005 the patient received a steroid injection for the pain. At the time of this report, the patient had not yet recovered.